Event description:
Per op report: "atrial lead malfunction. When atrial lead was attempted to be removed, it was found that in fact the atrial screw had not deployed due to atrial lead malfunction." "This was the reason for the failure of the atrial lead to stay into place."